Event description:
It was reported that the patient's right ventricular lead exhibited increased capture threshold. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of ¿increasing threshold¿ was not confirmed. As received, a complete lead was returned in one piece. Final analysis found no indication of any lead anomalies.